Event description:
It was reported that this pacemaker recorded false pacemaker mediated tachycardia (pmt) episodes due to sinus tachycardia, also due to blanking period programming, sinus p waves are falling into post-ventricular atrial refractory period, which is causing inappropriate atrial pacing and dropped rv beats. Reprogramming options were discussed, and the pacemaker remains in service. After some reprogramming that was completed, the patient reported feeling worse, therefore other programming options were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.